Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that there was possible electromagnetic interference (emi) exposure on the device. On an egm, there was an emi source 60 cycle noise picked up on both right atrial and right ventricular leads. Additionally, there was a low level, high frequency noise that was inhibiting pacing on the competitive right ventricular lead, which may be due to myopotential oversensing. In clinic, isometrics were performed and noise was evident on the right ventricular lead during deep inspiration prior to coughing. Programming changes were made which resolved the issue. There were no patient symptoms, and the patient would continue to be monitored.